Event description:
It was reported that an interlink buretrol solution set leaked at the connection between the tubing and the drip chamber. This occurred during infusion during a procedure in an operating room. The reporter stated that ¿when the set was shaken fluid would leak from that connection, but the tubing was still attached to the drip chamber.¿ it was reported that the set was changed. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. A visual inspection (via the naked eye) was performed and no obvious defects were found. Functional flow testing was performed and a leak was observed where the tubing is attached to the filter valve. The reported condition was verified. This issue is currently being addressed through a CAPA. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.